Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a surgical aortic valve, this valve dislodged too high upon release of the last 1/3 of the frame. The device remained implanted, and a second transcatheter bioprosthetic valve was implanted valve-in-valve. No other adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.